Event description:
It was reported in 2010 the patient had pain over the device site that resolved after the location was moved.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, product typ lead, product ID (B)(4), serial# (B)(4), implanted: (B)(4) 2009, (B)(6) 2012 product typ lead. (B)(4).